Manufacturer narrative:
Usutu virus (usuv) is a flavivirus closely related to west nile virus (wnv), part of the same japanese encephalitis virus serocomplex. Given the genetic similarity between wnv and usuv, some degree of cross-reactivity in nucleic acid tests targeting shared genomic regions is possible. Product labeling states: "usutu virus showed cross reactivity when tested without added wnv due to nucleotide sequence homology with wnv. The cobas wnv test may cross-react with clinically relevant viruses belonging to the family of flaviviridae." The investigation did not identify a product problem.

Manufacturer narrative:
The instrument's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas® wnv (192t) results for 1 patient sample tested on a cobas® 8800 system. The initial result was reactive. The sample was repeated three times, and the result was consistently reactive. The sample was tested at another laboratory with nested pcr (polymerase chain reaction) for flavirvirus, and the result was non-reactive. It was noted that the sample was confirmed positive for west nile virus.